Event description:
The lead was electively explanted. Post-operatively visual by the physician note. A j retention wire fracture with protrusion through the outer polyurethane insulation. Explant method: intravascular, superior. Technique/tools: direct traction. No complications.